Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip was inserted and deployed on the mitral valve. A second clip, a mitraclip, was inserted and deployed medial to the first clip. A third clip, a mitraclip ntw, was then inserted and deployed medial to the second clip. However, a chordae rupture was observed. No additional clips were implanted. The mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the reported difficult to remove from the anatomy cannot be determined. Unspecified tissue injury (chordal rupture) resulting in unchanged mitral valve insufficiency/regurgitation appears to be related to difficulty removing the clip from the anatomy and is therefore related to procedural conditions. Tissue damage/injury and mitral regurgitation are listed in the IFU as known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: medical device problem code: 2993 adverse event without identified device or use problem.

Event description:
Subsequent to the previously filed report, additional information was received: a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed posterior leaflet, and flail. A mitraclip was inserted and deployed on the mitral valve. A second clip, a mitraclip, was then inserted and deployed medial to the first clip. A third clip, a mitraclip ntw, was then inserted and advanced to the left ventricle (lv). However, while in the lv, the clip became caught in chordae. To remove the clip from chordae, troubleshooting was performed and the clip was able to be freed from chordae. However, it was observed that chordae ruptured had occurred. The clip was deployed medial to the second clip, attached to both leaflets. No additional clips were implanted. The mr remained at a grade of 4. There was no clinically significant delay in the procedure.